Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy procedure in the upper gi tract. According to the complainant, they were unable to flush spot ink or saline through the needle. This occurred during preparation for the procedure, and no patient contact was reported. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation was performed, and small kinks were found. The inner sheath was removed from the outer sheath; the inner sheath was slightly kinked approximately 2 cm from the distal end of the inner hub. Another kink in the inner sheath was observed approximately 26 cm from the distal end. The inner sheath was mostly filled with black contrast. A functional evaluation was performed and revealed that the needle extends and retracts as intended. The device was tested to identify if the lumen was occluded. The needle was occluded with what appeared to be a small piece of dried contrast. Once the small spec was removed, air and water were able to flow easily through the device. The small kinks found did not appear to have an adverse effect on air or water flow through the device. The most probable root cause of the reported issue is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy procedure in the upper gi tract.according to the complainant, they were unable to flush spot ink or saline through the needle. This occurred during preparation for the procedure, and no patient contact was reported. Another interject injection therapy needle device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.